Event description:
The nurse reported a system message and then, the system "broke down" during vitrectomy. An injury occurred. She did not know any more details and referred further questions to the surgeon. Add'l info rec'd from the surgeon stated that during infusion, the pressure shut off and the eye collapsed. The vitrectomy probe was still in the eye, which lead to a retinal tear. The surgeon performed a laser retinopexy and placed gas in the eye. The surgeon noted that a retinal detachment is possible.

Manufacturer narrative:
The company service rep examined the sys and could not duplicate the sys message. The pneumatic pcb was replaced and will be sent for in-house testing. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 10/09/2009.